Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose. The customer's blood glucose was 535 mg/dl. The customer performed a complete set change, but the high blood glucose persisted. The customer also took more than 10 units of insulin, but the issue persisted. The customer explained that she had already checked for leaks and air bubbles. The customer mentioned that she was going through menopause lately and stated that it may have been a contributing factor. The customer did not return the product for analysis.